Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 670 mg/dl. Troubleshooting was not performed because, the customer's nurse is not authorized to do insulin pump testing, the customer's caregiver was not present, and the customer is unfamiliar with the insulin pump because, the customer lives at the facility, and the staff takes care of all his needs. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.